Event description:
Attorney reported: 2008- a kugel mesh patch was used to repair the pt's hernia and was inserted during a hernia repair operation. The kugel mesh patch that was used to repair pt's defect was defective. As a direct and proximate result of the defective condition of the kugel mesh patch, the patch became loose and pulled the pt's intestines out with it. As a result, the pt was left with a protrusion on his right side because of the umbilical hernia. The following year- due to the pt's aforesaid condition, the pt underwent surgery to remove the infected kugel mesh that had become displaced, causing a bulge in the pt's abdomen. Plaintiff continued to experience severe pain. The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.